Event description:
Customer reports lancet protrudes beyond the cap of the softclix plus device; customer was not sure if the malfunction occurred before or after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.